Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The calibration recovery data provided was within specification. The qc recovery data provided showed that the customer's recovery for level 3 was outside of 2 standard deviations on the day of the event. The alarm trace showed sample foam detection and sample short errors. The field service engineer (fse) performed flow path, wash station, and tubing decontamination, replaced seals, pinch tubing, and waste chutes, and checked the main pump and gear head pressures. Based on the available data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.

Event description:
There was an allegation of a false negative elecsys hcg+ss result for 1 patient sample on a cobas e 801 analytical unit. On (B)(6) 2025, the initial result was <1 miu/ml. On (B)(6) 2025, the sample was repeated and the result was 74383 miu/ml.

Manufacturer narrative:
The reagent lot number is 824128. The expiration date was not provided. The field service engineer (fse) performed periodic maintenance and replaced the measuring cell. An instrument check and qc were performed successfully. The investigation is ongoing.

Manufacturer narrative:
Section e4 was updated. The customer reported the event through the FDA's medwatch program. The medwatch report reference number is (B)(4). Sections a2 and a3a were updated. Due to a response on the medwatch report, the customer was contacted by roche for clarification. The customer confirmed that there was no patient harm, as all results were caught by the clinicians.